Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent arthroscopy, it is unknown if was internal or external to patient, the evac 70 xtra wand was blocked and the electrode broke. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid lines. The electrodes have been heavily used. One electrode has been eroded to nothing and another has been eroded to a small wire. The wand is bent from use. The black shrink wrap is deformed at the distal edge. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the opened device was plugged into the controller and registered settings (7,3). Plasma and coagulation were generated as intended. The waste line and irrigation system line were checked and had no blockage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for eroded electrode has been associated with unintended use of the device. Factors that could have contributed to the failure include activating the device above recommended settings for prolonged periods of time. The root cause for the infusion or flow problem could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.